Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified . Could not confirm sensing issues or threshold information. The full lead was subsequently returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had exit block and exhibited high thresholds and no stimulation at high outputs. At times the lead was undersensing with sensing values of out the normal range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.